Event description:
Customer reports band slippage post op band placement. The band was removed and replaced. Patient reports no complication from procedure.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.